Manufacturer narrative:
Based on the information available in the case, the cause of the reported problem was not confirmed. The reported problem was not confirmed. We were unable to obtain additional information. Good faith efforts (gfes) were sent to further investigate the matter; however, the philips rsp did not get any response from the customer. The investigation concludes that no further action is required at this time. The cause of the reported problem remains unknown. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Box e: reporting address line: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the intellispace perinatal (isp) device did not alert during a two-hour period. The isp is used as a secondary surveillance central station that the fetal monitors are connected to. The device was in use on patient at time of event; it remains unknown if there was impact to the patient.